Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales representative that the patient experienced pain while using orthopak unit. Later, the patient was contacted again for additional information and stated that they have been wearing the device for too long and indicated that the pain was at 10 on a scale of 1-10. The patient contacted their physician but, the cause of the pain was not identified, and doctor did not prescribe any medications. The patient decided to conduct a time-test as advised by the sales representative and stated that the pain subsided with shorter treatment time. No further information has been reported. The orthopak unit has not been returned for evaluation.

Event description:
It was reported by the sales representative that the patient experienced pain while using orthopak unit. Later, the patient was contacted again for additional information and stated that they have been wearing the device for too long and indicated that the pain was at 10 on a scale of 1-10. The patient contacted their physician but, the cause of the pain was not identified, and doctor did not prescribe any medications. The patient decided to conduct a time-test as advised by the sales representative and stated that the pain subsided with shorter treatment time. No further information has been reported. The orthopak unit has not been returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.